Event description:
Event description boston scientific crm received information that two episodes of non-capture occurred with this single-chamber pacemaker and non-guidant right ventricular lead pacing system. The physician was unable to determine if the events were device related, however chose to explant the device and replace with a non-guidant device. This device was in service for approximately 6.5 months. No serious adverse patient effects were reported.